Event description:
It was reported to minimed that the customer experienced damage (physical or cosmetic), the insulin pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the electronic assemblies. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails, keypad overlay texture damage, partially broken retainer, fading serial number label. Cosmetic damage was confirmed at battery compartment during analysis. Confirmed moisture damage to the pcb1 board and pcb 2 board. Confirmed damage on retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.